Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01131, 1627487-2020-02635. It was reported that patient experienced ineffective stimulation along with some shocking sensation when therapy was on. As a result, the patient¿s scs system was explanted and replaced resolving the issue.